Event description:
Boston scientific was notified that during an event a hole was found in the balloon of the sentry balloon catheter. No complications were reported to have occurred with the patient during this event.